Manufacturer narrative:
Part and lot information not identified. Suspected device not retrieved.

Event description:
Rupture of the end of a victory guidewire 195 cm in the tibiofibular core, at a non-pathological level, forcing its extraction with forceps, the device was recovered immediately, but potentially serious consequences for the patient.

Manufacturer narrative:
Efforts are being made to obtain the part and lot information and to retrieve the suspected device. A follow up report will be provided.

Event description:
Rupture of the end of a victory guidewire 195 cm in the tibiofibular core, at a non-patological level, forcing its extraction with forceps, the device was recovered immediately, but potentially serious consequences for the patient.